Event description:
It was reported that the patient has to press the buttons several times to get them to work. There is no additional information available at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/21/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. Evaluation revealed that the bolus button cover was damaged, and the bolus button was difficult to press. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).